Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was pulled from the optic (not returned). The second haptic was bent-gusset and distal area. The optic was cracked in both haptic insertion areas. The focal length and resolution were within specifications. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, light scattering was observed on the iol. The pt's visual acuity was decreased, so the iol was exchanged. Following the exchange procedure, the pt's visual acuity was improved. Additional info has been requested.